Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported that the patient reported that 6 weeks after the surgery, pain has never went away. Patient had surgery in (B)(6) but main residence is in (B)(6). Patient was in (B)(6) when pain started and could not go back to surgeon in (B)(6). Patient also stated he has pain during the following: pain when walking alone, pain when walking with assistance, pain during the day doing daily activities, numbness in knee and foot when sleeping and can't straighten leg. The pain also wakes patient up from sleep.

Manufacturer narrative:
An event regarding revision of the insert component for unspecified reasons involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: there is no evidence the persistent symptoms in this patient¿s right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials. Serial x-rays, pathology reports, and examination findings do not suggest prosthetic components are involved in this clinical situation. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the patient experienced pain and underwent a revision surgery whereby the insert component was revised for an unspecified reason. Based on medical review of the medical records provided there is no evidence the persistent symptoms in this patient¿s right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials. Serial x-rays, pathology reports, and examination findings do not suggest prosthetic components are involved in this clinical situation. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5515-f-702, triathlon ps fem comp #7r-cem, lot code: s7fls. Cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: hwbv. Cat. No.: 5551-g-381, triathlon asymmetric x3 patella, lot code: kv2a. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rit143.

Event description:
It was reported that the patient reported that 6 weeks after the surgery, pain has never went away. Patient had surgery in (B)(6) but main residence is in (B)(6). Patient was in (B)(6) when pain started and could not go back to surgeon in (B)(6). Patient also stated, he has pain during the following: pain when walking alone, pain when walking with assistance, pain during the day doing daily activities, numbness in knee and foot when sleeping and can't straighten leg. The pain also wakes patient up from sleep.